Manufacturer narrative:
No product has been returned for evaluation as it remained in-situ. No alleged product malfunction, no radiographic or photographic films have been provided at this time. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Rarely, some complications may be fatal." Left in-situ.

Event description:
On (B)(6) 2018 a patient underwent a revision procedure of another manufacturers transforaminal lumbar interbody fusion. Nuvasive cages were placed at l5/s1 levels without any reported problems. During the extension of the previously placed posterior fixation, the patient's blood pressure decreased. Rod insertion, set screw tightening and placement of transverse connectors was performed and patient was closed. Cardiac massage and first aid treatment was performed. Patient was transferred to the intensive care unit and later expired. The cause of the patient's demise is unknown at this time.